Event description:
It was reported that dexcom g7 continuous glucose monitor (cgm) data intermittently failed to communicate to the ilet, while the dexcom app continued to display values; signal was restored during the call, consistent with intermittent communication failure involving the antenna/electrical communication pathway. The user experienced a blood glucose peak of 265mg/dl with no associated clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided. Investigation of this case revealed an interoperability problem between the cgm and the ilet consistent with intermittent communication failure, with involvement of the antenna/electrical component pathway. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.